Manufacturer narrative:
(B)(4).

Event description:
The pt had noted a loss of therapeutic effect since (B)(6) with no stimulation sensation and "3 leaking episodes". The pt was using approx 8 volts. It was noted that the pt had knee replacement on (B)(6); the device was working after the (B)(6). It was also reported that there was an issue with the pt's programmer; unable to adjust stimulation with or without the antenna attached. Troubleshooting did not resolve; the pt was receiving the "synch" screen. Following trying fresh batteries, poor communication screen was noted. Additional info was requested.